Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that on (B)(6) 2017 the patient felt ¿a shocking pain where my stimulator is in my body¿. The patient stated that this was above their right buttock. The patient stated that the pain then ¿moved down to my lower right butt cheek and made it numb, and since then my whole right leg has gone numb, mostly down in my foot and if I put too much pressure in my foot the stimulation will get worse and will hurt¿. The patient stated that they are not sure if they bent or twisted too much. The patient was referred to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.